Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have endometrial adenocarcinoma ("endometrial adenocarcinoma"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and endometrial adenocarcinoma outcome was unknown. The reporter provided no causality assessment for endometrial adenocarcinoma and medical device removal with essure. The reporter commented: surgical pathology report: diagnosis: a uterus, cervix, and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: - endometrial adenocarcinoma, endometriotic type, figo grade 1, with extensive squamous morular metaplasia, focal superficial myometrium invasion (invading 0.1 cm into a 2.9 cm thick myometrium), and extension into adenomyosis; see comment and parameters. - cervix with chronic cervicitis and squamous metaplasia. Myometrium with adenomyosis. Bilateral fallopian tubes with metallic coils. Right paratubal cyst. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: "medical device removal and endometrial adenocarcinoma." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have endometrial adenocarcinoma ("endometrial adenocarcinoma"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and endometrial adenocarcinoma outcome was unknown. The reporter provided no causality assessment for endometrial adenocarcinoma and medical device removal with essure. The reporter commented: surgical pathology report: diagnosis: a uterus, cervix, and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: endometrial adenocarcinoma, endometriotic type, figo grade 1, with extensive squamous morular metaplasia, focal superficial myometrium invasion (invading 0.1 cm into a 2.9 cm thick myometrium), and extension into adenomyosis; see comment and parameters. Cervix with chronic cervicitis and squamous metaplasia. Myometrium with adenomyosis. Bilateral fallopian tubes with metallic coils. Right paratubal cyst. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "medical device removal and endometrial adenocarcinoma". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.